Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. An infusion set change was performed and an additional occlusion alarm was received the following day. The customer's blood glucose levels ranged between 108-222mg/dl. A system check was performed using the current supplies and the pump performed as intended. No damage was noted to the cannula. The customer successfully changed their infusion set and cartridge.